Event description:
It was reported that during an emergent embolization procedure, the coil implant unintentionally detached in the microcatheter when about 3cm was advanced. The patient is fine. Additional information was requested but was not provided.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return for analysis, but has not yet been received; therefore, the alleged product issue cannot be confirmed at this time. If the device or additional information is received, a supplemental report will be submitted. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Manufacturer narrative:
Summary device evaluation: the investigation of the returned coil system found the pusher returned without the implant attached but no indications of activation using a detachment controller on the pusher heater coil was observed. Further inspection found the lead wires to be separated from the core wire at the middle section of the pusher, and the hypotube to be kinked. The implant was not returned for evaluation. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.